Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked lens was due to user error, improper handling, application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omcs) was informed that the customer trueview ii autoclavable telescope has a cracked lens. The customer reported event was found at pre-use inspection. The device was replaced and the procedure was completed with another device. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the objective lens is damaged. Also the inspection noted the scope is damaged inside the coverglass. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.